Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized one week prior to death due to not feeling well. It was unknown if the patient was performing pd therapy at the time of death. The patient died while in the hospital. The cause of death was unknown. It was unknown if an autopsy was performed. No additional information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation but has not yet been received. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the device history record showed no abnormalities that could cause or contribute to the reported event. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore an evaluation could not be completed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.